Event description:
Reporter noted occlusion bell sounded and corneal burn occurred immediately. Phaco stopped. Sutured wound to close. Feels viscoelastic occluded tip. Pt reportedly recovering well. Procedure completed at a later date.